Manufacturer narrative:
(B)(4). No product will be returned per customer as it was discarded. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of the reported complaint was not identified.

Event description:
Customer reported leaking from the filter area during a tpn infusion. Event occurred in the ICU. No patient harm or medical intervention was reported. No further patient/event information was provided.